Manufacturer narrative:
It was reported that a 2 x 40 mm 155 cm saber rx balloon catheter (bc) was inserted into the patient to inflate, however, it ruptured due to the calcification before it crossed the lesion. The balloon could not inflate due to the rupture. Therefore, the balloon was replaced with a new unknown balloon catheter and the procedure was completed successfully. There was no reported patient injury. The target lesion was the popliteal artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. An ipsilateral approach was made with a 4.5f non cordis sheath introducer. The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. No other information was received. The device was not returned for analysis. A device history record (DHR) review of lot 17278896 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (calcified) likely contributed to the reported event as explained by the reporter. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a saber balloon catheter ruptured. Therefore the balloon was replaced with a new unknown balloon catheter and the procedure was completed successfully. There was no reported patient injury. An ipsilateral approach was made with a 4.5f non cordis sheath introducer. A saber was inserted to inflate, however, it ruptured due to the calcification before it cross the lesion. The balloon could not inflate due to the rupture. The target lesion was the popliteal artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The product was clinically used and will not be returned for analysis. No other information was received.